Event description:
Customer reports, protime inr results lower than the lab reference instrument. No pt adverse event or negative outcome reported.

Manufacturer narrative:
Results: performance evaluation inconclusive for malfunction.